Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The customer alleged that the pump was not delivering insulin properly. Customer drank juice and glucagon to address bg. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed. Reportedly, the customer reverted to an alternate method of insulin therapy.